Event description:
Midline catheter inserted in the right cephalic vessel under ultrasound guidance. Vessel accessed and guidewire advanced without resistance. As the catheter was advancing, resistance noted and catheter was pulled back and a popping sound was heard. Catheter was pulled out and noted that the wire was sheared and not intact. Stat x-ray revealed a 4 cm linear metal object within the anterolateral arm. Pt was transported to diagnostic imaging for retrieval of the wire foreign body. Retrieval was successful with no harm to the pt.